Manufacturer narrative:
Initial reporter phone #: (B)(6). Results: received 3 contaminated samples from customer. The complaint is being confirmed as bd is aware of pbbcs complaints for tubing leakage. As this is a confirmed complaint, a DHR review is not required. Refer to CAPA (B)(4) for complete documentation and action plans. CAPA (B)(4) has been initiated for this issue to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions.

Event description:
It was reported that while using the 21 g x .75 in. Bd vacutainer® push button blood collection set with 12 in. Tubing and pre attached holder there was blood leaking in the connection between the tubing and needle. After the initial puncture the tube and needle was filled with air. This lead to blood leakage. No mucous membrane exposure.